Event description:
Consumer states brake spring is broken in the right side wheel lock. Grandfather calling and upset due to the spring only not being a saleable part. We only sell it as an assembly and the assembly is costly.